Manufacturer narrative:
The customer provided the device logs for review which confirmed instances of the reported alarm. Technical support confirmed the inspiration block required replacement to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device showed o2 dosing alarms. There was no patient involvement related to the reported malfunction.